Manufacturer narrative:
It was further reported no adverse effect to patient. They further informed the devices were not kept. Additional information was requested and the following information was provided confirming the corrected impacted product code is 35115 size 5.0mm and not 35114. An evaluation was performed and an actual root cause analysis could not be performed as the complaint sample is not expected ot be available for evaluation. Review of the complaint record from year 2009 ytd june 2014 does reveal similar complaint was received from the field pertaining to the connector issue. Review of the complaint trend for the product within year 2009 to ytd june 2014 for the connector issue, there were no assessment file does cover potential cause and it's controlled. Review of the outgoing quality survey report from 2013 to ytd june 2014 did not reveal any machine end dimensional failure defect detected during the testing. To further confirm the measurement of the connector machine end was performed based on random samples ((B)(4)samples) from july 2014 production. The results obtained were 5.40 to 15.44mm, which found within the established specification. The connector also passed jig testing as the fitting was found to be adequately fitted to 15mm a jig. Actual root cause analysis could not be performed as the complaint sample is not expected to be available for evaluation. Based on complaint trending did not show any significant abnormalities. Further more, the measurement of the connector machine end was performed based on random sample from july 2014 production also meet the established specification. Should the sample with regards to the complaint be available at the later stage, we will reopen the files for investigation. Thus, no further evaluation needed. No additional patient/event details have been provided to date. Should additional information become available, a follow-up report will be submitted.

Event description:
It was reported a 5.0 microcuff et tube hub became stuck in an intersurgical elbow, which prevented disconnection for suction and attaching other products.